Event description:
It was reported that during follow up, post-paced t-wave oversensing on ventricular lead was observed on real-time egm. Patient was asymptomatic. The device was reprogrammed.

Event description:
New information notes that the patient presented to clinic after receiving a patient notifier. Post-paced t-wave oversensing was once again observed. Programming changes were made.